Manufacturer narrative:
Failure to recharge.

Event description:
No recharge efficiency bars could be obtained. The implantable neurostimulator was flipped. The hcp created a new device pocket and stabilized the device using a dacron pouch at revision surgery. The pt was able to recharge successfully after surgery. Approx a year after the original complaint, it was reported that the pt had pain with the device and had trouble walking. The pt had no longer had a device-managing hcp. Add'l info has been requested. A follow-up report will be submitted if additional info becomes available.